Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the subject meter was returned on 06/06/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported error message could not be reproduced during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1 message on the subject meter. This complaint was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.